Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d mammography system, the gantry was shaking during rotation. The user site reported that during positioning and tomosynthesis sweeps the gantry hesitated and shook, and staff noted that several patients reported feeling jerking motion while being positioned. No patient or user injuries were reported. Hologic field service engineers (fses) investigated the device and observed hesitation and shaking during tomosynthesis sweep. During inspection, loose bolts were identified on the vertical travel assembly rotation gear. The fses replaced the worm gear bolts and performed the required service tasks and system checks. Following the repair, the system was tested by the fses and was verified to be operating according to manufacturer specifications. The user site was advised not to use the gantry for 24 hours following completion of the repair. No further information is currently available.